Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that in a package of 105 bd ultra-fine¿ pro pen needle 6 needles were not permeable/useless. The following information was provided by the initial reporter: patient informs us that each pack had needles that were not permeable/useless. In the last package, out of 105 needles, 6 needles were affected.